Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient reported being very uncomfortable using the device. The patient stated feeling very dry in the nose and eyes, and when waking the patient has a headache. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient reported being very uncomfortable using the device. The patient stated feeling very dry in the nose and eyes, and when waking the patient has a headache. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned for evaluation. A final report is being submitted. If new information becomes available following the completion of the device investigation/repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed. Updated: evaluation method code grid updated. Evaluation results code grid updated. Conclusion code grid updated.